Event description:
It was reported that the patient experienced leg pain and weakness following the intracept procedure while in the post anesthesia care unit (pacu). The leg pain symptoms began immediately while the patient was in pacu. The patient had radicular pain on the right lateral leg, extensor hallucis longus (ehl), and gluteus medius. The patient also experienced anterior tibialis weakness. As a result, the patient was prescribed an oral steroid. The physician also performed a thin slice of CT (computed tomography) and MRI (magnetic resonance imaging) scans, which verified there was no medial wall breach. Complex regional pain syndrome (crps) symptoms were nearly resolved with trace dorsal edema on right foot. It was noted that the patient has delayed physical therapy due to pain. The patient will continue physical therapy, l5-s1 steroid injection, 75 mg of pregabalin four times a day, and taking amitriptyline. In addition, there were no issues with any of the devices during the procedure and no devices will be returned.

Event description:
It was reported that the patient experienced leg pain and weakness following the intracept procedure while in the post anesthesia care unit (pacu). The leg pain symptoms began immediately while the patient was in pacu. The patient had radicular pain on the right lateral leg, extensor hallucis longus (ehl), and gluteus medius. The patient also experienced anterior tibialis weakness. As a result, the patient was prescribed an oral steroid. The physician also performed a thin slice of CT (computed tomography) and MRI (magnetic resonance imaging) scans, which verified there was no medial wall breach. Complex regional pain syndrome (crps) symptoms were nearly resolved with trace dorsal edema on right foot. It was noted that the patient has delayed physical therapy due to pain. The patient will continue physical therapy, l5-s1 steroid injection, 75mg of pregabalin four times a day, and taking amitriptyline. In addition, there were no issues with any of the devices during the procedure and no devices will be returned.

Event description:
It was reported that the patient experienced leg pain and weakness following the intracept procedure while in the post anesthesia care unit (pacu). The leg pain symptoms began immediately while the patient was in pacu. The patient had radicular pain on the right lateral leg, extensor hallucis longus (ehl), and gluteus medius. The patient also experienced anterior tibialis weakness. As a result, the patient was prescribed an oral steroid. The physician also performed a thin slice of CT (computed tomography) and MRI (magnetic resonance imaging) scans, which verified there was no medial wall breach. Complex regional pain syndrome (crps) symptoms were nearly resolved with trace dorsal edema on right foot. It was noted that the patient has delayed physical therapy due to pain. The patient will continue physical therapy, l5-s1 steroid injection, 75mg of pregabalin four times a day, and taking amitriptyline. In addition, there were no issues with any of the devices during the procedure and no devices will be returned.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) field (d4) in section d, suspect medical device.